Manufacturer narrative:
An investigation was performed on the basis of complaint statistics and data analysis as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. The product history device records could not be reviewed since no lot was provided by the reporter. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
This is one of two related mdrs. Please refer to MDR 9610905-2016-00054.

Event description:
Patient heard from the ER that the plates may have broken and complained of pain thereafter. The surgeon decided to explant the plates. The sternum healed and the plates were hardly displaced. Surgeon was happy with the results.